Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was malfunctioning; the nature of the malfunction was unknown at the time of the report. A replacement speaker was ordered and sent to the customer to resolve the issue. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm reported.

Manufacturer narrative:
A philips technical support specialist (tss) went onsite to evaluate the device. The tss confirmed the unit was completely out of sound and there was a speaker malfunction inop. The tss ordered a speaker assembly to resolve the issue. After speaker replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.